Manufacturer narrative:
(B)(4).

Event description:
A philips field service engineer reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction during servicing. There was no patient involvement.